Manufacturer narrative:
This is the same event as 3010536692-2016-00372. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly when the patient was revised, it was found according to the final x-rays control, that the femoral stem seems to be loose (right).